Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case # (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description:tech called in for help on 8110 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8110 unit has error code 13.1033.149 which is software fault error on unit needs to replace software on unit, the software was corrupt. On their 8015 unit has v9.19 & 8110 unit has v9.15 which is correct version. First step is reflash software if flashing unit false next is to replace main board on unit. Tech thank me for my assist.